Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the mark on the package was misaligned or missing,"

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the mark on the package was misaligned or missing,"

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the mark on the package was misaligned or missing,"

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for package printing defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode packaging printing issue. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. The top web of the blister pack was misaligned from the bottom web, more specifically, the top web was positioned higher up than usual. This caused the red marking to be cut off when the individual blister packs were cut out with the cutting blade. H3 other text : see h10.